Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, a white particle was observed on the capillary. The sample within the photo is not within specification; the reported defect is confirmed. While a defect was observed within the photo, an exact root cause could not be determined. A thorough inspection was performed on the assembly machines and have closed examination at every station that could introduce the contamination onto the product. However, no similar contaminant was observed. Nevertheless, a training on machine cleaning was conducted for the operators to heighten their awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description defective product introcan 3. Detailed inquiry description there were several new introcan 3 products with debris on the catheter. It appeared to be extra material from the molding process. They threw them all away.